Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 485 mg/dl and 375 mg/dl at the time of incident. Customer reported they advised to contact their health care professional regarding the high blood glucose. Customer reported that the insulin pump was not on auto mode at the time of incident. Customer stated insulin pump had insulin flow block alarm. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by changing complete set. Customer stated infusion set had leak. The device will not be returned for analysis.